Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing in a laparoscopic cholecystectomy procedure, when the surgeon squeezed the handle, the applier fired more than one clip in succession and the jaws were not able to close. In addition, clips fell into the patient's cavity and were retrieved using grasping tools. The device was changed to another one to complete the case. There was no patient injury.